Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Employer is calling on behalf of the customer. The customer is concerned with results obtained of 43 and 33 mg/dl. The expected fasting blood glucose test result range is 200 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the bathroom. During the call on (B)(6)2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is primarily concerned with the 43 mg/dl and 33 mg/dl readings because they were low for her and she did not feel any symptoms.